Manufacturer narrative:
Patient weight is unknown. Date of onset for the patient¿s post-operative pain is unknown. Additional product codes for this report include hwc. The original implant procedure took place on an unknown date in (B)(6) 2015. Per facility, the complainant part will not be available for manufacturer review/investigation as it has been returned to the patient. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: august 11, 2014. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows lot 7762314 was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR was also conducted. This lot (7370545) met all specifications with no anomalies noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 due to post-operative pain. It was noted that the implanted helical blade was too long and caused the patient to experience the reported pain. During the revision, the helical blade was removed and replaced with a shorter blade. No other hardware was removed during this procedure, which was completed successfully. No surgical delay noted. This report is 1 of 1 for (B)(4).